Event description:
In 2007, a fresenius optiflux f200nr, lot number 7hu412 was found to be leaking from the top "lid" portion of the unit. It was immediately recognized before any blood entered the unit. A new unit was connected. The dialysis treatment continued without any further problems. No pt harm. This is the 3rd time, this has occurred at this facility. This unit was from a different lot number than the units in three months earlier.